Manufacturer narrative:
Citation: kasem ali sliman r, eitan a, zisman k, avidan y, aker a, sliman h. Three-cusp view orientation in tavi: evaluating loa versus non-loa impact on outcomes with contemporary valve prostheses. Catheter cardiovasc interv. 2025;106(4):2567-2578. Doi:10.1002/ccd.70087. Earliest date of publication used for date of event. Earliest approved evolut r/pro product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of the three-cusp projection view in transcatheter aortic valve implantation (tavi) procedures. The study population consisted of 421 patients who underwent tavi with either a medtronic evolut r/pro (n = 281) or non-medtronic sapien 3 (n = 140) valve type. The authors documented the following tavi-related outcomes in the article: annular rupture, valve embolization, need for a second valve, tamponade, vascular complications, need for blood transfusion, need for permanent pacemaker implant, new atrial fibrillation, elevated gradients, aortic regurgitation (moderate to severe), and acute kidney injury.